Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined to reload the cartridge to address the issue. Customer's blood glucose level was 124 mg/dl.